Manufacturer narrative:
The patient was sent a replacement blood pressure monitor as a resolution, and the device associated with this report was requested back for our investigation. The device has not been returned yet, however should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient reported that their medications were adjusted based on high readings from their livongo blood pressure monitor. The patient also confirmed that they got a manual comparison from their doctor and the livongo monitor provided a reading of 155/100 while her doctor's manual reading was showing 134/84.